Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4 serial no - correction. H2: type of follow up - correction. H6: investigation conclusion -correction.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6)2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/10/2026, it was reported that at approximately 10:00 am, while reporting an inaccuracy issue to dexcom, the patient experienced a medical event that caused the chat to disconnect. The patient experienced confusion, a very high heart rate that triggered an arrhythmia, severe shaking, and altered awareness. The mother assisted and discovered that the dexcom reading showed 120 mg/dl, while a fingerstick reading measured 52 mg/dl. The patient´s mother administered glucose via a tube directly into the intestines, bypassing most of the digestive system, allowing absorption within one to two minutes. The patient did not visit a healthcare facility at the time of the event and reported that she was doing okay. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.